Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Unspecified channel: stenotrophomonas maltophilia (the total is >25 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.the exact cause of the reported event could not be conclusively determined.if additional information becomes available, this report will be supplemented.